Manufacturer narrative:
.

Manufacturer narrative:
UDI number: na.

Event description:
The patient reportedly experienced head trauma, resulting in loss of sound. In addition, the device has reportedly migrated. The patient is experiencing facial muscle contractions and pain at the implant site.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
Programming adjustments were made, however the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was reportedly activated with no problems.